Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high out of range shock lead impedance values greater than 125 ohms. No report of noise or issues with the pace/sense portion of the lead. The device remains in-service. No adverse patient effects were reported.